Event description:
Event description cpi received information that these two myocardial leads (0030's) were removed from service due to inappropriate shocks and sensing issues, due to insulation damage.